Event description:
Procedure: laparoscopic splenectomy. According to the reporter: the surgeon applied the instrument to the splenic artery and vein, but could not fire the instrument. Surgery was extended more than 10 minutes, in order to prepare a new device to carry on the procedure. Surgery was completed laparoscopically.

Manufacturer narrative:
Initial report sent to FDA on 02/2009.